Event description:
It was reported that the patient heard an alert. The right ventricular lead had increased threshold, intermittent pacing thresholds at high outputs, short interval counts (sic), nonsustained events, and poor sensing. The lead was repositioned and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).